Event description:
On 08/01/2025, the user reported a first dexcom g7 reading of 49 mg/dl. The user treated the low with fast-acting carbohydrates.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.